Event description:
It was reported that the user sought assistance connecting a freestyle libre 3 plus sensor to the ilet mobile app after initially pairing the sensor to the libre 3 plus app, resulting in the sensor being in use by another device and preventing connection to the ilet; the user was advised that a new sensor would be required to connect with the ilet and was directed to the sensor manufacturer for replacement, which reflects an improper setup procedure and an interoperability issue between systems. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem related to device pairing and an incorrect use procedure, with no applicable internal ilet component implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to user setup error.